Event description:
The customer reported via phone call that they experienced a failed battery test alarm. The customer's current blood glucose was 278 mg/dl. The customer also reported they did not receive any alerts that insulin was being delivered to their body. Customer believed they did not receive any insulin due to the lack of alerts. Customer reported experiencing nausea from their high blood glucose. The customer declined to check for their settings during troubleshooting. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The insulin pump also passed a self test and displacement test during troubleshooting. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.